Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed under general anesthesia on (B)(6) 2022. Additionally, fiducial markers were placed. During anesthesia, antibiotics were given to the patient. The spaceoar vue placement was performed with no complications and imagery confirmed that the hydrogel was in the correct placement. Approximately 20 minutes after the procedure, the patient developed a possible anaphylactic reaction. The patient's potassium jumped from 2 to 6. The patient went into pulseless electrical activity (pea) arrest. The patient received cardiopulmonary resuscitation (CPR) and compressions for 40 minutes. After approximately 40 minutes, the patient "came back", his heart eventually restarted, and he was stabilized. The patient was hospitalized after the procedure. A (pulmonary embolism) pe scan was performed in the hospital which confirmed there was no evidence of hydrogel in the patient's blood vessels, and they did not see evidence of a pe. Computerized tomography (CT) imaging of the hydrogel looked "good" and in the correct place. It was also reported that the physician did notice "some air" in the hydrogel. In the physician assessment, the reaction was related to the patient's anesthesia and not the iodine or the polyethylene glycol (peg( present in the spaceoar vue device. The physician was unaware if this was the patient's first time receiving anesthesia. The anesthesiologist did not have concern about continuing with spaceoar. The physician was interested in sending the patient for allergy testing. It was reported that the patient was doing much better and was recovering.